Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the load process. Reportedly, the customer was able to load a different cartridge successfully. The customer's blood glucose level was not impacted. It was confirmed that the customer had backup insulin therapy.